Event description:
According to the reporter: occurred during a pneumonectomy and thoracoscopy procedure. The device was being used for video-assisted thoracoscopic surgery (vats) - e. For the first firing for the temporary closure of the esophagus, the surgeon pushed the green firing mode button and then pushed the blue button. However, the device partially fired and then stopped. After that, the surgeon pushed the blue button. The firing was completed with no problem. There was no patient harm. The status of the patient is no problem.